Manufacturer narrative:
Although no patient injury or complications related to the event were reported & no medical intervention was reportedly required to preclude serious injury, the same malfunction might result in a cancelled major procedure should it recur, thus lumenis has determined this event to be MDR reportable. Lumenis has initiated CAPA # (B)(4) to further investigate intermittent versacut handpiece operation, and to determine if corrective action is required.

Event description:
A foreign user facility reported that during a holep procedure in which a lumenis versacut morcellator was being utilized, "intermittent behavior of a vc handpiece occurred during a procedure. As the facility did not have a second handpiece, the procedure was completed by use of an "electro-prostatectomy". No report of patient injury was received, and the malfunction did not cause or contribute to any change in the patient's status.